Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged to send a replacement charging cable and wall adapter. The pump began charging using replacement charging supplies.